Event description:
This MDR is bieng filed as exposed implant material. It was reported that exposed urethral bulking implant material was noted after the retreatment in 2006. The patient experienced recurrent urinary tract infections as a result of exposed implant material. Patient was treated with antibiotics for the urinary tract infections. Via cystoscopy six months later, exposed implant material was noted through the urethral mucosa. The patient was taken to the operating room on the day of event and doctor performed a transurethral resection of the implant material. He removed the implant material. The implant material was not sent to the lab. The doctor noted that there was a great deal of a previous alternate bulking implant interspersed with the implant material at the bladder neck. A suprapubic tube was placed to drain bladder the following month. The patient is still leaking and wears 1 diaper and also supplements w/ rags throughout the day. The initial treatment was performed in 2005.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of sucess. During the course of the clinical investigation, 28 subjects receiving the urethral implant experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physican may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. 1214 and 1750 = 'l'. Baseline report previously provided. Additional manufacturer narrative attached.